Event description:
Complaint had been previously closed. The pump was received from the customer after numerous follow up attempts. A review of the device logs reveals the following issue: mechanical hardware failure (av sticky valve). Per communication with customer contacts, the customer was able to clean the pins and run a successful test infusion. The pump was then put back into active service at their site.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: clinical implementation service reported: "this event was reported to me on (B)(6) 2025 @ approximately 1030 by cns on cvicu/(B)(6). This event occurred on night shift. According to the cns, the pump was infusing heparin and stopped mid-infusion with a "service needed" alarm. It is unknown if any troubleshooting occurred. Pump was removed and replaced with new one. No patient harm. A preliminary review identified the following issue: infusion stopped. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due diligence complete. No device logs were returned. Since the logs were requested three times and were not provided, the pump problem is unknown. The reported issue cannot be confirmed or refuted. No further actions required. No photo evidence was provided. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.